Event description:
Per complaint (B)(4), during clinical procedure, broken or fractured component was observed.

Manufacturer narrative:
Explant date is not applicable since product was not removed. Lot number is unknown.